Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory failure and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Respiratory failure and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to respiratory failure on (B)(6) 2021. On (B)(6) 2021 the patient became unresponsive early in the morning and bedside echocardiogram was completed to confirm no cardiac activity. The patient was dnr/dni (do not resuscitate / do not intubate) so no resuscitation efforts were made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted one the manufacturer's investigation is completed.